Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications.

Event description:
The customer reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was unknown at the time of incident. The customer's blood glucose was 113 mg/dl and sensor glucose was 46 mg/dl at the time of incident. The sensor was returned for analysis.